Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain synd rome type ii. It was reported that the patient had a CT scan and x-ray in (B)(6) 2015. She did not turn stimulation down to 0 volts and did not turn off her stimulator when she had the CT scan. The patient stated that was having problems with her stimulator. This was clarified that her stimulator gives her shock down her arms whenever she turns her head. The patient programmer displayed that stimulation was off. The patient charged her stimulator on (B)(6) 2016 and might have turned it off accidentally. The patient turned the implant on and did not feel shocking anymore on the current setting.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the shock was down their arm and up the side of their head and neck. The patient met with a manufacturer representative and was given another program. The patient had to decrease the setting and this resulted in more pain. The issues had not been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.